Manufacturer narrative:
(B)(4). Batch # n5525k. The analysis found that one psee60a device was returned in good visual condition and with an ecr45g cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: can you please clarify what ended up falling out? Did the cartridge fall out of the device jaws? If yes, did the cartridge fall into the patient? Did any other piece break off of the device? If yes, did it fall into the patient? Was the part that fell out retrieved? Did this cause a change in the plan of care for the patient? Is it returning with the device? Or, was it discarded? What type of procedure was the device used in? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during an unknown procedure, the stapler did not close all the way and ended up falling out. Case completed with another device of the same product code. There were no patient consequences reported.